Event description:
It was reported that, during a controller exchange, the ventricular assist device (vad) failed to restart. Additionally, the vad exhibited vad disconnect and vad stop alarms. Then, the controller was exchanged to a back-up controller but the vad still did not restart. Switched to a couple more controller attempts and the vad still did not restarted. To address this issue, an additional controller with alternative software was utilized, successfully restarting the vad. The vad remains in use and the four (4) controllers have been taken out of service. It was also reported that the patient was admitted to be kept in observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-aug-2024/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no d9: no h4: mfg date:  15-aug-2023 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-aug-2024/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no d9: no h4: mfg date:  07-aug-2023 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 28-feb-2022/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no d9: no h4: mfg date:  21-feb-2021 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-may-2022/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no d9: no h4: mfg date:  11-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. (B)(4) controllers ((B)(6)) were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the returned device passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. This is an additional finding not related to the reported event and likely due to handling of the device. Internal visual inspection of (B)(6) did not reveal any anomalies. Internal visual inspection of (B)(6) revealed a crack on the standoff post within the controller housing. The crack is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 12:23:16 and on (B)(6) 2022 at 09:00:53, in which the motor start parameters were atypical. Log file analysis additionally revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Review of the alarm log file revealed (B)(4) vad disconnect alarm was logged on (B)(6) 2024 at 10:40:05, indicating a physical disconnection of the driveline, likely due to the reported controller exchange. This was followed by a controller power down at 10:40:06 and a controller power-up without a successful pump start logged at 10:41:17. (B)(4) vad stopped alarm was then logged at 10:41:43, indicating that the pump failed to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Log file analysis revealed multiple controller power-up events without pump start events were logged between (B)(6)2024 at 09:16:11 and (B)(6) 2024 at 12:36:11, likely due to troubleshooting of the controller during the controller exchange. Further review of the data log file associated with (B)(6) revealed a data point on (B)(6) 2024 at 09:16:47, indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Review of the event log file revealed a controller power-up on (B)(6) 2024 at 09:17:03, after which the date and time, patient ID, pump ID, and pump speed were set, indicating that the controller was being programmed for use. Following this, multiple controller power-up events were logged on (B)(6) 2024 starting at 10:55:21, likely due to the controller exchange. Log file analysis revealed (B)(4) vad disconnect was logged at 10:55:29, likely due to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Log files revealed (B)(4) vad stopped alarm was logged at 10:56:11, indicating a failure of the pump to restart after multiple attempts. One (1) subsequent vad disconnect was logged at 10:58:08, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the failure to restart. Furthermore, log files revealed one (1) additional vad stopped alarm logged at 10:58:31, indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that con426467 was a backup controller. Review of the event log file revealed a controller power-up on (B)(6) 2024 at 09:23:19, after which the date and time, patient ID, pump ID, and pump speed were set, indicating that the controller was being programmed for use. Log file analysis revealed multiple controller power-up events were logged on (B)(6) 2024 starting at 10:59:01, likely due to troubleshooting of the controller during the controller exchange. In addition, log files revealed one (B)(4) disconnect alarm was logged on (B)(6) 2024 at 10:59:09, likely due to a physical disconnection of the driveline from the controller during troubleshooting. Log files then revealed (B)(4)) vad stopped alarms were logged at 10:59:43 and 11:06:36, indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Review of the event log file revealed one (1) controller power-up event logged on (B)(6) 2024 at 11:03:20. (B)(4)) vad disconnect alarms were logged on (B)(6) 2024 at 11:03:29 and 1 1:10:04, indicating a physical disconnection of the driveline from the controller, likely due to the controller exchange. This was followed by one (1) vad stopped alarm was logged at 11:04:01, indicating a failure of the pump to restart after multiple attempts. Additionally, log files revealed one (1) additional controller power-up event with a successful pump start event was logged at 11:10:00. Log file analysis also revealed one (1) low flow alarm was logged on (B)(6) 2024. The low flow alarm is an additional finding, not related to the reported event. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported failure to restart, atypical motor start events, vad stopped and vad disconnect events were confirmed. The reported vad stopped and vad disconnect events involving (B)(6) could not be confirmed. However, the controller being disabled using the dvsa method was most likely perceived as the reported vad stopped and vad disconnect events. The most likely root cause of the reported ¿vad not start¿ event may be attributed to the use of the disable vad stop alarm command button on the monitor. Based on the available information, the device may have caused or contributed to the observed low flow alarm. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms and controller power-up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failures of t he pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 22-mar-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 22-mar-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 18-mar-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 18-mar-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial controller exchanged was been done prophylactic and that the patient was stable all the time during the pump failures. The patient was release from the hospital as it had no symptoms, the device did not alarm and its condition was stable.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Four (4) controllers (B)(6) were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the returned device passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. This is an additional finding not related to the reported event and likely due to handling of the device. Internal visual inspection of (B)(6) did not reveal any anomalies. Internal visual inspection of (B)(6) revealed a crack on the standoff post within the controller housing. The crack is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed motor start events recorded on 05/jan/2021 at 12:23:16 and on 29/aug/2022 at 09:00:53, in which the motor start parameters were atypical. Log file analysis additionally revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:40:05, indicating a physical disconnection of the driveline, likely due to the reported controller exchange. This was followed by a controller power down at 10:40:06 and a controller power-up without a successful pump start logged at 10:41:17. One (1) vad stopped alarm was then logged at 10:41:43, indicating that the pump failed to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Log file analysis revealed multiple controller power-up events without pump start events were logged between 14/feb/2024 at 09:16:11 and 22/feb/2024 at 12:36:11, likely due to troubleshooting of the controller during the controller exchange. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Review of the event log file revealed a controller power-up on 13/feb/2024 at 09:17:03, after which the date and time, patient ID, pump ID, and pump speed were set, indicating that the controller was being programmed for use. Following this, multiple controller power-up events were logged on 14/feb/2024 starting at 10:55:21, likely due to the controller exchange. Log file analysis revealed one (1) vad disconnect was logged at 10:55:29, likely due to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Log files revealed one (1) vad stopped alarm was logged at 10:56:11, indicating a failure of the pump to restart after multiple attempts. One (1) subsequent vad disconnect was logged at 10:58:08, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting of the failure to restart. Furthermore, log files revealed one (1) additional vad stopped alarm logged at 10:58:31, indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Review of the event log file revealed a controller power-up on 13/feb/2024 at 09:23:19, after which the date and time, patient ID, pump ID, and pump speed were set, indicating that the controller was being programmed for use. Log file analysis revealed multiple controller power-up events were logged on 14/feb/2024 starting at 10:59:01, likely due to troubleshooting of the controller during the controller exchange. In addition, log files revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:59:09, likely due to a physical disconnection of the driveline from the controller during troubleshooting. Log files then revealed two (2) vad stopped alarms were logged at 10:59:43 and 11:06:36, indicating a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Review of the event log file revealed one (1) controller power-up event logged on 14/feb/2024 at 11:03:20. Two (2) vad disconnect alarms were logged on (B)(6)2024 at 11:03:29 and 1 1:10:04, indicating a physical disconnection of the driveline from the controller, likely due to the controller exchange. This was followed by one (1) vad stopped alarm was logged at 11:04:01, indicating a failure of the pump to restart after multiple attempts. Additionally, log files revealed one (1) additional controller power-up event with a successful pump start event was logged at 11:10:00. Log file analysis also revealed one (1) low flow alarm was logged on (B)(6)2024. The low flow alarm is an additional finding, not related to the reported event. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported failure to restart, atypical motor start events, vad stopped and vad disconnect events were confirmed. The reported vad stopped and vad disconnect events involving (B)(6) could not be confirmed. However, the controller being disabled using the dvsa method was most likely perceived as the reported vad stopped and vad disconnect events. The most likely root cause of the reported ¿vad not start¿ event may be attributed to the use of the disabled vad stop alarm command button on the monitor. Based on the available information, the device may have caused or contributed to the observed low flow alarm. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms and controller power-up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failures of t he pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed multiple motor starts with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.